Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 29mm tailor flexible annuloplasty band was implanted. On (B)(6) 2021, the patient presented with dyspnea and a pleural effusion was noted. The heart lung machine, procedure and overall patient condition (heart failure) caused the effusion. A pleural puncture was performed and the patient was reported to be in stable condition and since has been discharged.

Manufacturer narrative:
Additional information: h6, h10 an event of elevated creatine, dyspnea and pleural effusion was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.